Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse in (B)(6) of chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). The dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was from chronic constipation. On an unreported date, the patient was treated with fortum and vancomycin for the peritonitis. Treatment for chronic constipation was not reported. At the time of this report it was unknown if the patient had recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the chronic constipation.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.